Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 503 mg/dl. The customer was unable to troubleshoot for the issue because the set was already changed. The customer expressed a symptom of having a weird taste in the mouth. The customer was treated with manual injections and no hospitalization occurred. The drive support cap appeared normal and recessed. The parent did not have any concerns that the insulin pump was a factor in the high blood glucose and declined to check the settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.